Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire showed damage. A broken molded insulator is the affected adjacent component. The broken piece still attached to the grip tips was returned with the instrument. The complaint was confirmed by failure analysis. An additional observation was that the instrument was found to have a broken molded insulator. Pieces approximately 0.064" x 0.273" and 0.064" x 0.157" in size were missing and not returned with the instrument. As a result of the broken molded insulator and conductor wire, the grip tip was completely dislodged. The grip tip was returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument was damaged. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument broke and the fragments fell into the patient while grasping the tissue. All the fragments were retrieved during same procedure and confirmed with visual inspection. Post-operative tests were not performed. It was unknown what caused the fragment falling issue as the instrument did not collide with any hard materials or other instruments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The fenestrated bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable.